Event description:
It was reported that the physician successfully placed and detached the coil into the very small anterior communicating artery (acom) aneurysm. However, the coil had migrated out of the aneurysm into the artery periclosa occluding it. The physician stated that "the aneurysm's neck was too big to hold the coil". The physician tried unsuccessfully to retrieve the coil using a retrieval device, but the coil was located to distal into the artery to be reached. The bleeding of the periclosa artery was noticed during an attempt to retrieve the coil. The procedure was aborted. The patient's current condition was reportedly under artificial respiration.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: there were no issues noted with the coil detachment. A boston scientific power supply, new cables and batteries were used. The physician does not allege any malfunction or non conformance against any device used in this case. Conclusion (other): for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided ,there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Coil migration is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.